Manufacturer narrative:
There is no sample for investigation. Investigation is ongoing. A f/u report will be sent when completed.

Event description:
The event is reported as: the device has incorrect depth markings. No pt injury reported.